Event description:
It was observed during the device inspection, the colonovideoscope exhibited white foreign material at the air/water tube, air/water cylinder and the distal cover showed burned surface. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the colonovideoscope exhibited white foreign material at the air/water tube, air/water cylinder and the distal cover showed burned surface. However, the device was returned without reprocessing due to other (non-reportable) defects, which caused the foreign material to remain. In addition, it was confirmed that the reported issue regarding the burnt distal cover surface did not occur. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.